Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was not confirmed. There was no log file submitted for review. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, the issue resolved after exchanging the device which will not be returned. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11jan2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (danish) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (danish) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 the patient's controller had several yellow connect power alarms/low voltages despite plenty of battery power. The battery clips and controller were exchanged. The patient was sent home with no alarms; however, the patient came back the next day with the same alarms. The battery clips were exchanged again. The alarms reoccurred the next day, which resulted in batteries and battery clips being exchanged. There were no alarms as of (B)(6) 2021.